Event description:
It was reported that the rigid video laparoscope had a bent rigid tube. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, the objective lens was contaminated, the video connector contact was corroded, poor image quality, component failure of the charged coupled device. A root cause could not be identified. However, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.